Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies. The insulin pump also had corroded keypad traces. No audio anomaly or off no power alarm without the low battery indicator could be verified due to the blank display. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
It was reported that the customer's insulin pump was exposed to moisture damage when it was dropped into the ocean. The customer's blood glucose levels are unknown. The customer stated the insulin pump's display went blank and it was sounding a constant tone. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).